Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a lead fracture. It was also reported that "my problem is the upper chamber part of the heart. My doctor wants to put a dual chamber pacing for upper chamber help.". The pacing lead remains in use. No patient complications have been reported as a result of this event.